Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Attempt(s) for additional information from the physician and funeral home were unsuccessful. However, if requested additional information is subsequently received it would be processed and considered accordingly. Concomitant products: product ID 407652, implanted: (B)(6) 2013; product ID 419678, implanted: (B)(6) 2013. (B)(4).

Manufacturer narrative:
Product event summary # product ID# d314trm. The device was returned and analyzed and no anomalies were found.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
An implantable cardiac defibrillator (ICD) system was returned from an unknown source with no information. Information identified in the manufacture¿s data base indicated the patient died approximately four days post implant of the ICD system. A cause of death was requested and not received.